Event description:
It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances on t11 lead. X-rays indicated the lead was fractured. Patient was reprogrammed and is receiving adequate therapy from other leads.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that two drg leads are no longer working. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the t11 lead had high impedances on all contacts and therapy was ineffective. Surgical intervention was undertaken wherein the t11 lead was explanted and replaced. During procedure, the impedance on the other lead cleared, and in turn, no surgical intervention was taken on that other lead, and it remains implanted and functional. Therapy was restored.